Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance in the left ventricular lead. The lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of the guidewire not being able to be inserted was not confirmed. As received, a complete lead was returned in one piece for analysis. The lead evaluation did not find any restriction or obstruction. A visual and x-ray inspection found no anomalies.